Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified; therefore, the lot history could not be conducted. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the trocar valves were leaking during a vitreoretinal procedure. A product sample was requested for evaluation, however, upon follow up it was informed that the product was discarded. Follow up information and date of event was received. The procedure performed was a posterior vitrectomy and endolaser. The surgeon was able to proceed with the case without consequences to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocar valves were leaking during a vitreoretinal procedure. A product sample was requested for evaluation, however, upon follow up it was informed that the product was discarded.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information and date of event was received. The procedure performed was a posterior vitrectomy and endolaser. The surgeon was able to proceed with the case without consequences to the patient.